Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of product evaluation.

Event description:
Procedure: hernia. According to the reporter: the balloon separated from the trocar. The issue was detected prior to the procedure. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
(B)(4).